Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was giving an oxygen sensor intermittently alarm. The ventilator was not in use on a patient at the time the event occurred. The oxygen sensor was replaced and the unit passed all testing and operated within the manufacturer specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the o2 sensor that was replaced was a non-medtronic o2 sensor therefore, it will not be returning for product analysis.